Manufacturer narrative:
The patient weight was not provided. Approximate age of device: 6 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the vad clinic on (B)(6) 2017, with intermittent alarms occurring while the lvad was connected to the mobile power unit (mpu). Device interrogation revealed multiple pump off alarms since (B)(6) 2017. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log file and observed low speed, pump off and driveline disconnected events all throughout the log and anytime the vad was connected to the mpu. Internal x-ray images of the driveline did not show any obvious areas of concern. The external x-ray images with the system controller were not of great quality and hard to determine if there was any shielding damage. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed and the entire external portion of the driveline was replaced with no issues. After the replacement, the patient was placed back on a normal power module patient cable and the alarms did not return. The patient was discharged on a grounded power module patient cable. On the morning of (B)(6) 2017, additional pump stoppages occurred. The patient was asymptomatic at the time of the event. Additional log files submitted for review revealed multiple pump stoppages that appear to have occurred while the vad was connected to the power module. Technical services reported that additional driveline replacement could not be performed. The patient was provided an ungrounded power module patient cable for use while on power module support. No additional information was provided.

Manufacturer narrative:
The report of pump off alarms was confirmed through the analysis of the submitted system controller log file. Evaluation of the submitted log file revealed several pump stops corresponding to low speed hazard events between (B)(6) 2017. All pump stoppage events occurred while the system controller was connected to a mobile power unit. Based on previous complaint experience, the captured events appear consistent with a potential driveline issue; however, the root cause could not be conclusively determined through the evaluation of the returned portion of the driveline. Approximately 16 inches of the distal end/external portion of the driveline was replaced on 07/31/2017 and returned for evaluation. The outer layers were severed approximately 13 inches from the metal connector. Examination of the driveline revealed minor metal braided shield breakdown adjacent to and from 2.5-4.5 inches from the metal connector. Visual inspection of the underlying wires revealed no evidence of damage or wear. Electrical continuity and high potential testing did not reveal any areas of compromised wire insulation. Examination of the submitted x-ray images showing the entire length of the driveline was inconclusive for any areas of wire compromise. The patient was provided with an ungrounded patient cable for use with the mobile power unit and no further issues have been reported at this time. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.